Manufacturer narrative:
The related device sensitivity was reprogrammed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting noise on the right ventricular (rv) and shock channels. The rv noise was oversensed, leading to periods of pacing inhibition with asystole for approximately 5-6 seconds. The patient is pacemaker dependent. No adverse patient effects were reported.